Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Customer satisfied with the product. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: after several attempts manufacturer contacted customer on 8/31/2017 in a follow-up call in order to ensure the customer's condition since the initial call; medical attention was needed since the last call related to diabetes. She went on (B)(6) 2017. When she when to the hospital they say it was not her sugar that was the issue. She had vertigo. The customer left the hospital the same day. She was given medication for dizziness. The customer is feeling well now.

Event description:
Consumer reported complaint for high blood glucose results. Accompanied by symptoms. The customer is concerned with the result of 172 mg/dl. The expected fasting blood glucose test result range is 120 mg/dl. The customer did report symptoms of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed fasting by the customer and produced test results of 172 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 5/19/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer calling need assistance with running a blood test. This the first time using the meter and needs to run a blood test. Customer states that she is feeling dizzy and needs to test. Customer have not use the meter before. Run blood test and customer got a fasting result of 172 mg/dl. Customer states that she will have her friend take her to the hospital because the results is too high for her. Customer states that her result should be 120 mg/dl.